Event description:
On (B)(6) 2021, a patient reported experiencing extrusion of pdo threads four years after receiving treatment on (B)(6) 2016. The patient explained that a few weeks after treatment, one pdo thread came through the right side of their temple. They described the material as light blue and disintegrating upon touch. The patient claimed complications arose due to thread migration. The hcp who performed the treatment has retired and their practice closed. Our company attempted to contact the hcp but was unsuccessful as another practice has taken over the facility location. Our medical director reviewed the patient's situation and suggested to seek medical guidance in their area or follow the steps to become a patient. The patient agreed to contact the medical director for a visit. No further details or information was provided.